Event description:
It was reported that during electrode and probe placement procedure, nim system became unresponsive, freezing and made excessive noise. Procedure was completed with reported products. There was no patient injury or impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8253200rf, serial/lot #: (B)(6), ubd: , UDI#: (B)(4) h4: device mfg date: 05.12.2014 h6:fdm-b17 fdr-c20 fdc-d16 and img-g02005 codes are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that user was able to monitor when it was not making noise.

Manufacturer narrative:
H6: correction: fdd code of a110201 was not submitted in previous report. Previously applied fdc code d16 is no longer applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8253200rf, serial/lot #: (B)(6)/209031521, UDI#: (B)(4). H6: correction: fdd code of a110201 was not submitted in previous report. Previously applied fdc code d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.